Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 5 minutes: 18.8 mmol/l (mobile system) and 6.8 mmol/l (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.